Manufacturer narrative:
As of (B)(6) 2011, the device has not been received by lifewatch. Associated accessory device: act monitor, model # com001, serial # (B)(4).

Event description:
The patient reported that he was being shocked by the black electrode. It happens frequently, mostly in the morning. The patient stated it is not an irritation, but instead a shock. Although there was no long term injury, no physician intervention, and no medications prescribed, an MDR is being filed as a conservative measure. The following information was obtained via a telephone conversation held with the patient on (B)(6) 2010: the patient had been using the device a day or two when the event occurred. He described the feeling as being similar to an electric hand shocker. He felt it right where the electrode was. He thinks it was static or discharge. He reported the sensation in the black lead only, and coming from the conductive gel of the electrode pad, not the adhesive portion. The shock was coming from the area that was in contact with his skin. The shock felt like a slight tingling shock that was disturbing and a little painful. There was no loss of muscular control. The feeling was sudden and remained steady. It was intermittent and occurred 2-3 times per day. The patient reported the he had just gotten off military deployment at the time and was relaxing when he felt the random shocks. There was no short-term injury/damage or long-term injury/damage as a result of this event. The patient did not use any medication/products for healing. He did mention it to his physician at a follow-up visit.